Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check failed. On device interrogation, the measurements are within expected range and appears to be functioning based on presenting, and stored electrograms (egms). The ra lead remains in use. No patient complications have been reported as a result of this event.